Event description:
The hospital reported that during a coronary artery bypass procedure hst iii seal (4.5mm), 5-pack the seal could not be loaded, and the procedure was completed without any problems using a spare heart string. No health hazard to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3-if other provide code -explain corrected to device not returned, h6 type of investigation- corrected to device not returned. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.